Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had a control panel error along with other errors. This causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event,